Event description:
Patient had their generator explanted due to it making her choke on food and lack of efficacy. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.